Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump powered off and restarted on its own. No alarms were present in the alarm history. The self-test passed. The customer did not trust the insulin pump. The customer had a high blood glucose level of 35 mg/dl. The customer treated their blood glucose level with an insulin pen. The customer was advised that the device would be replaced and agreed to return the product for analysis.